Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-1588btb-2j tightrope ii btb adjustable thread broke when pulling the graft. The case was completed using another ar-1588btb-2j tightrope ii btb. This was discovered during an acl procedure on (B)(6) 2024. The patient was not affected. Additional information received on 8/26/2024: this occurred while the graft was in the patient. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.